Manufacturer narrative:
H10: h2, h3, h6. One twinfix ti 3.5mm device used in treatment, was reported on. The complaint was based upon a "literature case". Product was not available to perform a visual assessment of product. Evaluation was limited. Instructions for use contains recommendations and precautionary statements for proper use of product. Technique specific instruction is provided. Per instructions for use ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ complaint history review for three previous years indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number reported. Root cause related to the manufacture of the device was not confirmed. There is no evidence to suggest a direct link between the products used in treatment and the condition reported.

Event description:
It was reported that after surgery with twinfix anchor, the patient had a infection. It had preoperative skin contusion. The patient recovered after 1 week of anti-infection dressing change. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.